Event description:
The pt reportedly experienced sound quality issues between his external equipment and the implant. Programming adjustments were made and the external equipment was exchanged. The audiologist counseled the pt that the problem was related to the status of the pt's inner ear rather than the pt's device. The pt is considering to explant his device against the audiologist's recommendation.